Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was loud, running over the temperature specification and had low power. The device was disassembled and it was found that the driveshaft was broken. Therefore, the reported condition was confirmed. The type of damage was indicative of the use of excessive force during use. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device was loud. Further clarification from the reporter revealed that the device was also overheating and the device failed rpm (rotations per minute). There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.